Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/19/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver case was opened for further evaluation. A review of the downloaded log found "shutdown receiver" at receiver high battery capacity within the investigation window (on (B)(6) 2017). Functional test was attempted, but it could not be completed due to dead receiver. The receiver case was opened for internal inspection and failed, a defective battery was verified. The battery ic chip was damaged/cracked. The reported event that the receiver ceased to function was confirmed with the returned receiver.  The root cause could not be determined.